Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, events of noise resulting in oversensing were reported on the left ventricular (lv) lead. Abbott technical support was contacted and recommended lv lead replacement. No intervention was performed at this time .the patient was stable and will continue to be monitored.